Event description:
Patent found with head trauma post traumatic amnesia (pta), subdural hematoma (sdh) found on arrival, emergent external ventricular drains (evd) inserted. After several days the clamp broke off evd unit. Md aware, did not want to change out due to increase of potential infection to site. Evd removed 5 days after clamp broke, no harm to patient, no signs and symptoms (s/s) of infection from this incident.